Event description:
Flowrate accuracy. The device was not received for investigation. Device history record was reviewed, no event linked to the reported issue was observed. Device was not sent for investigation and the log history was not provided therefore no review could be performed. Following information was provided : device not received from customer and contact person has not returned phone calls or emails regarding if repair is still needed. No device to be returned therefore no additional information can be provided. Device was not returned for investigation and no complementary information was provided. Due to the lack of information the event cannot be confirmed.

Event description:
Flowrate accuracy.